Manufacturer narrative:
Product analysis: visual and optical examination of the returned instrument identified material deformation on the distal end of the inserter shaft (handle component) consistent with direct impact, suggesting the impactor cap may not have been utilized. Additionally, deformation 180 degrees from impactor deformation, with the handle in the fully engaged position, suggest over-tightening of the handle during use. Corresponding witness marks are noted on the inserter tube surface. The retention force of the implant to the inserter per the surgical technique is manually adjusted during the insertion process. The misdirection of the implant during insertion is consistent with insufficient engagement of the inserter shaft handle during implant insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an operation on (B)(6) 2015, the implant, still secured by the implant inserter, rotated in the opposite direction in contrary as it was supposed to. Instead of going inside the disc space through the foramen, it went through the external side of the foramen. The implant loosened from the inserter and was unable to be retrieved. Its actual position ended up somewhere lateral to the spine. As a consequence of this misdirection, some degree of leg paresis occurred. The implant remained implanted in the patient. It was not scheduled to explant it.